Event description:
Additional information was received from the patient. They reported that the issue was resolved when they contacted atlanta area representative. They were able to resolve issue in less than a minute. The program could be accessed if you scrolled up on the screen showing the numeric programs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they accidentally bumped their controller and it moved them from program b. The patient stated they needed directions on how to change their settings back to b. The agent walked the patient through connecting to their settings. They were on program 2 and wanted to be on program b. The patient confirmed that there was no program b available. They mentioned that the other week they increased the stimulation and it changed programs on them and they didn't remember what program they were on so they called the local manufacturing representative (rep) and they told them that at the time of implant they put them on b. The agent reviewed the process of changing programs and the caller stated that they did not go through the steps of changing programs. The agent reviewed changing strength of stimulation will not affect the program. They redirected the caller to the rep and doctor to further assist with programming.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correctional regulatory report submitted to update the removal of fdd a110701. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.